Event description:
Hill-rom received a report from a hill-rom tech stating the right foot side rail would not latch. The bed was located in the aca warehouse at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the side rail pivot pin was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail pivot pin to resolve the issue. Based on this info, no further action is required.